Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01953. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 63months after a left total knee replacement procedure, the patient underwent a revision procedure to address prothesis wear, pain, stiffness, discomfort and weakness. Revision surgery operative notes were provided. Post operative diagnosis noted premature poly wear of the implant and loose femoral component. Intraoperatively, the surgeon observed a moderate amount of polyethylene wear of the tibial component but was noted as well fixed. The patellar component was noted as well fixed. It was noted that there was a mild osteolysis of the femur. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-01953 multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01953. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.